Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that nothing had been done to resolve the shifted lead and symptoms. The cat scan was allegedly normal, according to the neurologist who told the patient. The patient had a fall in the bathroom and hit their head near their left ear hard, which was thought to have led to the lead shift and also caused headaches that same week.

Manufacturer narrative:
Estimated event date. Other applicable components are: product ID: 3389s-40, lot# va0fnb4, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported it seemed like the right side lead had shifted about three months ago, and they had been having lots of problems now. The lead is reportedly always uncomfortable and getting worse as of about a month ago. The patient has had falls and hit the floor hard about a month ago and reportedly landed on their side once. The falls are from the medication they take ¿ requip 6 milligrams. The patient also has loss of balance which was thought to be caused by the medication. The patient takes 32 pills a day for their parkinson¿s and other things. It was noted the patient had restless and cramping legs from their parkinson¿s disease. The patient has been experiencing headaches every day for about a week. The patient also noted they had a couple of cat scans: one in (B)(6) and one more recent. It was also reported the patient had blurred vision since an unrelated cataract surgery around (B)(6) 2017, but this was not thought to be related to the device/therapy. No further complications were reported.